Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, once instruments were removed and surgeon fa was closing, it was noted that the fenestrated bipolar jaw was broken and was missing a piece. X-rays was obtained, a missing piece was found, and the surgeon re-opened to retrieve it. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment consisting of part of the jaw itself fell into the patient during surgery. The fragment was retrieved laparoscopically through a large port incision that was not fully closed, and its removal was confirmed visually by the surgeon, who matched the broken piece to the instrument to ensure completeness. Additionally, an x-ray was obtained to verify no remaining fragments. The patient has not returned to the hospital or experienced any post-surgical complications related to retaining a foreign object, and no injury or complications occurred as a result of the incident. The retrieval was completed during the same surgical procedure without requiring an additional intervention. The instrument was shipped back to intuitive surgical, with the fragment taped to its end for evaluation. No photos or videos of the event were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a completely broken grip tip. A piece approximately 14.16 mm x 4.71 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip showed damage.